Event description:
It was reported that this implantable pacemaker was recently repositioned, and the procedure was completed successfully. No additional information is known at this time. The pacemaker remains in-service and outside of the pocket revision procedure no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was recently repositioned, and the procedure was completed successfully. No additional information is known at this time. Outside of the pocket revision procedure no additional adverse patient effects were reported. Additional information received advising the pocket revision procedure was performed due to possible pocket discomfort/pain. The pacemaker remains in-service. No additional adverse patient effects were reported.